Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is leaking insulin. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture or fluid noted on reservoir compartment, electronic or motor assembly. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing reservoir tube o-ring.